Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02726.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of guide wire position) likely contributed to the deployment of the initial valve in the abdominal aorta and the subsequent deployment of a second valve in the aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, an initial 26mm sapien 3 ultra valve was deployed in the abdominal aorta due to loss of wire position during advancement through the esheath. During the procedure, during the advancement of the sapien 3 ultra valve through the esheath, the guide wire was pulled out of the left ventricle (lv). Due to concern that the prosthetic valve could not be crossed again, the decision was made to deploy the valve in the abdominal aorta. 'Tremendous' resistance was encountered during the advancement of the valve and delivery system through the sheath. Post valve deployment in the abdominal aorta, the delivery system and sheath were removed without issue. No injury to the patient was reported. A new sapien 3 ultra valve, delivery system and sheath were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition. The valves remain implanted in the patient. Review of the provided device photos indicated the sheath liner was torn and the delivery system was outside of the sheath. It was speculated that the valve may have become snagged on a piece of calcium during advancement through the sheath, resulting in the torn liner.